Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patients attorney reported that the patient underwent laparoscopic low anterior resection and flexible sigmoidoscopy. Post operative, the patient was readmitted to the hospital, a CT scan study of the patients abdomen and pelvis showed fluid and gas collection next to the colonic anastomosis. The patient was readmitted to the hospital for anastomotic leak with interval development of peritonitis and abscess formation where it was revealed a growth of multiple gram-positive and gram-negative organisms, pinpoint air leak appreciated, minimal ascites, fibrinous exudate, and adhesions. The patient required additional surgery, placement of an ileostomy, and experienced grade 4 acute infection, procedure converted to open to deliver terminal ileum, inflammatory process, pigtail drain, blood cultures grew entreobacter, sepsis. Information received indicates the patient is now deceased due to septicemia as one of the causes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: further review of this event found the previously reported device was not involved with the reported issue. No further reports will be submitted for this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the patients attorney reported that the patient underwent laparoscopic low anterior resection and flexible sigmoidoscopy. Post operative, the patient was readmitted to the hospital, a CT scan study of the patients abdomen and pelvis showed fluid and gas collection next to the colonic anastomosis. The patient was readmitted to the hospital for anastomotic leak with interval development of peritonitis and abscess formation where it was revealed a growth of multiple gram-positive and gram-negative organisms, pinpoint air leak appreciated, minimal ascites, fibrinous exudate, sepsis, adhesions, abdominal pain, distention, nausea, decreased urination, pain, tenderness, grade 4 acute infection, inflammation, lactic acidosis, acute electrolyte derangement, severe protein-calorie malnutrition, hypophosphatemia, pelvic abscess, weight loss, decreased appetite, fluid collection, redness to mouth, dehydration, throat pain, mucositis, acute renal failure, septic shock, hypoxia, atrial fibrillation, acute respiratory failure, seizures, new lung infiltrate, mucocutaneous bleeding, pancytopenia due to chemotherapy, metabolic encephalopathy, hypotension, blood cultures grew entreobacter clocae. The patient required additional surgery, placement of an ileostomy, placement of foley catheter, procedure converted to open to deliver terminal ileum, pigtail drain, , IV fluid bolus, antibiotics, wound care with ostomy teaching, image guided drainage of peritoneal fluid collection, drainage catheter placement with 10-french cope loop, oxygen, chemotherapy, tube feedings, platelets and blood transfusions, pressor support for hypotension, and intubation for ventilatory support. Information received indicates the patient is now deceased due to enterobacter septicemia, septic shock in setting of refractory neu tropenia following chemotherapy, and colon cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patients attorney reported that the patient underwent laparoscopic low anterior resection and flexible sigmoidoscopy. Post operative, the patient was readmitted to the hospital, a CT scan study of the patients abdomen and pelvis showed fluid and gas collection next to the colonic anastomosis. The patient was readmitted to the hospital for anastomotic leak with interval development of peritonitis and abscess formation where it was revealed a growth of multiple gram-positive and gram-negative organisms. The patient required additional surgery, placement of an ileostomy, and experienced grade 4 acute infection, inflammatory process, blood cultures grew enterobacter, sepsis. Information received indicates the patient is now deceased due to septicemia as one of the causes.